Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported that a patient was injected with juvéderm ultra¿ xc in the dark circles/eyelid groove. About a month later, the patient developed edema in the left eyelid groove. Treatment with prednisone was given a week following symptom onset. Patient was pre-treated with chlorexidine. Symptoms are ongoing.